Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be broken/fractured and stretched at approx. 190 cm from the proximal end. The distal section of the wire was not returned. No other anomalies were noted. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed during the device analysis. The device failed to meet specification based on the damage noted. It was reported that the soft tip of the subject guidewire detached and tangled inside a catheter during a stroke. Catheter and guidewire were safely removed from patient. No additional information was received. The device was received and it was confirmed that the distal tip of the guidewire had stretched and fractured. It is likely that there were procedural and/or anatomical factors present during the clinical procedure which caused difficulties while manipulating the guidewire and subsequent fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed event ¿guidewire distal tip broken/fractured during use¿ and to the analyzed event ¿guidewire distal tip stretched¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the stroke procedure the tip of the subject guidewire detached and tangled inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the stroke procedure the tip of the subject guidewire detached and tangled inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.